Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) reached explant earlier than expected. Engineering analysis determined that this device did not declare low voltage fault, however device was depleting in a manner consistent with the lv capacitors advisory. In addition, the device hardware is not detecting the loss of battery energy and with this the battery status indicators were not reflecting the depletion condition and were inaccurate. Hence, should not be relied upon to determined the depletion status of this device. To date, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.